Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the eea instrument was used at an anterior rectum resection (lar). After the resection of the colon part the pressure plate of the eea instrument was placed at the descending colon and fixed with a purse string suture. The instrument could be placed in the rectum correctly and the pressure plate was connected with the instrument. After closing the instrument the surgeon fired the eea. The staples were placed in the tissue. The instrument was opened with 4 half turns. Removing the instrument was difficult and more force was used. Leak test showed a leak at the posterior wall. Surgeon's wording: anastomosis was torn apart. No reinforcement material was used. Surgical time extended by more than 30 minutes. The incorrect anastomosis was resected and a colostomy had to be built. The procedure was changed to a hartman.